Event description:
It was reported by the customer, received a call from infusion services concerning a PICC line that was leaking from the catheter just distal to the hub. Patient was sent down to the radiology department to have me look at the PICC line. A secur-a-cath devise was used to secure the catheter to the right upper arm. When a flush was connected and catheter was flushed a leak was noted distal to the securement devise. The physician was notified and an order was placed to replace the existing catheter. Did not cause any patient harm.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.